Manufacturer narrative:
As received, a pacemaker was returned at normal end of life for the reported event of patient death. No anomalies were found. The device was expected to have reached end of life about 5 months post-mortem.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15299, 2017865-2019-15300, 2017865-2019-15301. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was related to the biventricular pacemaker system. The cause of death was unknown.